Event description:
The complainant reported an under-delivery. It was reported that the intended amount was 600ml (450ml nutritional product and 150ml water); however, the digital display indicated 500ml had been given yet only 100ml approximately had been delivered.

Manufacturer narrative:
(B) (4). (B) (4): (B) (4).